Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is only making a claim for an adverse patient outcome against the ventralex. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is only making a claim for an adverse patient outcome against the ventralex. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the hernia sac was opened. Some of the omentum was excised and multiple openings were joined together. Then a ventralex st mesh was placed intraperitoneally and sutured along its corners.¿ (B)(6) 2017 - patient was diagnosed with infected mesh thereby underwent open repair with removal of ventralex st mesh. Per operative notes, ¿the mesh area was infected. The ventralex st mesh was protruding through the skin, and it was excised.¿ attorney alleges that the patient had hernia recurrence and removal surgery.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product name and PMA/510(k) #. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex st mesh, patient was diagnosed with infection, mesh protrusion thereby underwent mesh removal. The instructions-for-use supplied with the device lists infection as a possible complication. In regard to infection, the warnings section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh.". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.